Event description:
It was reported that the patient presented in clinic for follow up. Upon examination pocket erosion was noted. The device was explanted on (B)(6) 2017. The patient was in a stable condition.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.